Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an overheated related malfunction and stopped pumping. There was no harm, injury, or adverse event reported.

Manufacturer narrative:
A getinge field service engineer evaluated the unit and could not duplicate the error. The fse ran the pump for several hours and the unit still tested ok. After hours of pumping the fse found the compressor temperature reached 72.2c and was very hot to the touch. To fix the issue the fse replaced the compressor and completed a full system test calibration, safety, and functionality test. All tests passed to factory specifications and the unit was returned to the customer and released for clinical use. A supplemental report will be submitted upon the completion of the investigation.

Manufacturer narrative:
Corrected field: b3, e2, e3. It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an overheated related malfunction and stopped pumping. There was no harm, injury, or adverse event reported. A getinge field service engineer (fse) evaluated and stated that he did not see any over temperature warnings in the logs and could not duplicate the error. Fse ran the pump for several hours at 130 beats and still tested ok. He did find that after hours of pumping the compressor temp reached 72.2c and was very hot to the touch. He replaced the compressor and completed a full system test, calibration, safety, and functionality test. All tests passed to factory specifications. Returned to the customer and released for clinical use. The defective components were received for further investigation. Fat performed and tested in accordance with the cardiosave service manual p/n 0070-00-0639 rev r. Found that all functions were normal. After an extensive testing (5 hours) the test did not trigger the reported problem of ¿overheated and stopped pumping¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the compressor in the failure analysis and testing department per procedure 0002-07-d008 rev ap. The non-conformances with the returned components were not confirmed. Therefore, the root cause is not confirmed.details.